Event description:
Pt had right total hip arthroplasty in 1994, now c/o of clunking in the right knee with range of motion. Some tenderness of the right hip with movement in all directions. Loose total hip as x-rays show that there has been a shift in the position of the acetabular cup.